Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, the pump battery was observed to be depleting rapidly. Subsequently, the pump shut down. Blood glucose was in the 200 mg/dl range. During troubleshooting with tandem technical support the pump was reset to resolve the cgm error. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the battery issue; however, the customer did not respond.